Manufacturer narrative:
G4: 05mar2020 b4: (B)(6)2020. A user interface was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found for not sensing touch 1/3 of the screen. The issue reported for dim display root cause was isolated to the liquid crystal display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/07/2019.

Event description:
It was reported that the ventilator display does not sense touch at bottom 1/3 of the screen and has several horizontal lines in center of display. There was no patient involvement. The customer troubleshot with technical support. The customer ordered a user interface assembly to address the reported issue.

Manufacturer narrative:
G4: 07jan2020, b4: 08jan2020. Information was received that the customer replaced the display to resolve the reported issues. The unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.